Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2021 and suture was used. During the procedure, the suture was broken. Another package was used without problem. There were no adverse consequences to the patient. No additional was provided.

Manufacturer narrative:
(B)(4), date sent to the FDA: 4/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information received: the device is not being returned. (B)(4). Date sent to the FDA: 4/06/2021. Corrected information: d3.